Manufacturer narrative:
The next day we received word from the biomed that he had minor burns on his arm from trying to close the tank. He heard a loud pop then the regulator just blew apart and was on fire. He sent pictures and the oxygen regulator picture shows that the entire top of the regulator is blown off. Other pictures show evidence of parts involved in the flames. The devices were shipped from precision fluidics on 10/30/2013. The biomed further reports that the burns are healing well, he is following treatment instructions from a doctor at the hospital, and he is back to work. Precision fluidics has received the e-block assembly of the cart for our analysis. Pictures of the subject regulator have been taken and the assembly is secured at the (B)(4). Manufacturing facility pending our detailed investigations. We have no further analysis of the incident, but will conduct a complaint analysis and produce necessary medical and FDA internal documentation. We have no records of any similar incidents of fire or regulators blowing up involving our products, particularly, the regulator models we have used from our supplier for over 13 years. Successfully in the application.

Event description:
A distributor clinical product specialist was a "phone witness" to an event at a hospital user facility, while on the phone to troubleshoot a porter mxr nitrous oxide / oxygen flowmeter mounted to a porter 2045-3 model e-stand mobile cart. The user facility biomed technician had removed the devices from service and had a complaint that the oxygen flow stopped, and he said the o2 cylinder gauge would read correctly, however shortly after the flow had started, the mobile cart oxygen regulator would sputter and stop flow to the flowmeter. During the call, the biomed technician turned on the oxygen tank valve and immediately the specialist heard screaming. He came back on line shortly and said the oxygen regulator had a problem and "just blew up." He had turned off the oxygen tank valve and had burned his arm in the process. No patients or doctors were involved, as the device and cart were out of service and the biomed technician was the only one injured.